Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet was attempted for implant. After several attempts. The device was exchanged for a smaller device and a 28mm amplatzer amulet was implanted. An inferior mid transseptal puncture was noted to be the approach. After implant, less than 48 hours after, the patient experienced localized pericardial effusion of their pulmonary artery (pa). The effusion resulted in a cardiac tamponade. The patient had a pericardiocentesis to resolve the effusion. An MRI was then performed and showed a pa injury which was treated with surgical repair. The physician believes that the amplatzer amulet device was the cause of the effusion. The patient is in stable condition.

Manufacturer narrative:
An event of pericardial effusion, cardiac tamponade, and injury to the pulmonary artery was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported pericardial effusion and cardiac tamponade could not be conclusively determined. The reported surgical and unexpected medical intervention were results of case-specific circumstances as pericardiocentesis was performed and the pulmonary artery injury was surgically repaired. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet was attempted for implant. After several attempts. The device was exchanged for a smaller device and a 28mm amplatzer amulet was implanted. An inferior mid transseptal puncture was noted to be the approach. After implant, less than 48 hours after, the patient experienced localized pericardial effusion of their pulmonary artery (pa). The effusion resulted in a cardiac tamponade. The patient had a pericardiocentesis to resolve the effusion. A MRI was then performed and showed a pa injury which was treated with surgical repair. The physician believes that the amplatzer amulet device was the cause of the effusion. The patient is in stable condition.